Event description:
It was reported the patient¿s lead was damaged after a fall. Impedances showed greater than 4,000 ohms on electrode zero. The lead was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported a lead revision and battery replacement occurred after a fall.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v620568, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2011, product type programmer, patient. (B)(4).